Manufacturer narrative:
(B)(4).

Event description:
Additional information was received the surgeon indicated the patient experience conjunctival edema. The patient symptoms are reported as improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a difference in irrigation during surgery. The irrigation was different depending on the color of the infusion sleeves. Besides the color, the infusion sleeves were also thinner. The irrigation amount was getting larger and chemosis occurred. The surgery was performed and completed without product replacement. This is one of two events from this facility. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
There have been no additional complaints reported against the possible finish goods lot numbers and the device history record shows that the products were released per specifications. The returned infusion sleeves were visually inspected and it was found that there was a very slight difference shade in one of the infusion sleeve; however, even with the slight color difference they were in specification by the solid chips uncoated requirements. The color appearance of the infusion sleeves would not impact the functionality of the samples. The infusion sleeves were able to be attached on the handpiece without twisting on the tip. The irrigation free flow rate was within specification. No leakage was detected. The dimension of inner diameter and the wall thickness were within specification. The root cause of the customers complaint could not be confirmed as the sleeves irrigation flow rate was within specifications. The slight difference in the color shading which was found to be within specifications did not affect the irrigation flow rate or functionality of the sleeves. The slight color difference could be that the sleeves are from a different mold. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).